Event description:
It was reported that the fenestrated bipolar forceps instrument main tube had scratches during a da vinci total benign hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. No scratches were observed on the main tube. Failure analysis observed wires sticking out at the bottom. The instrument pitch cable was found frayed at the distal idler. There were scratches on the surface of the distal pulley. Failure analysis also observed that the one grip was bent, causing side-to-side misalignment of grips. There was a .140 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. Electrical continuity passed. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.